Manufacturer narrative:
(B)(4). Date sent 2/11/2025. D4 batch #737c58. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with an unknown trocar inserted on the device, with no apparent damage, and with a gst60d reload loaded on the device. The reload was received unfired. In addition, another gst60d reload was received unfired. Upon visual inspection, it was noted that the joint cover was damaged. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 737c58, and no non-conformances related to the reported complaint condition were identified. Additional event information -although there was no serious tissue damage caused by this event, it was concerned about tissue damage in the clamped area just in case, the cut line was changed, so the resection area of the stomach was increased by about 1 centimeter. The sales-rep reported that the cut line had become increased, but the staples were not deployed because the device was before the firing. After the surgery, the patient's condition is currently particularly uneventful.

Manufacturer narrative:
(B)(4). Corrected data d4: UDI#. Date sent 2/3/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 04/23/2025. Additional information was requested, and the following was obtained: although there was no serious tissue damage caused by this event, it was concerned about tissue damage in the clamped area just in case, the cut line was changed, so the resection area of the stomach was increased by about 1 centimeter. The sales-rep reported that the cut line had become increased, but the staples were not deployed because the device was before the firing. After the surgery, the patient's condition is currently particularly uneventful. Could you please clarify if there were any patient consequences? Unk. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? Unk. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4) date sent: 0 1/09/25d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: although there was no serious tissue damage caused by this event, it was concerned about tissue damage in the clamped area just in case, the cut line was changed, so the resection area of the stomach was increased by about 1 centimeter. The sales-rep reported that the cut line had become increased, but the staples were not deployed because the device was before the firing. After the surgery, the patient's condition is currently particularly uneventful. Did this event cause any bleeding or tissue damage? Although there was no major tissue damage it seems that the area of gastric resection has increased by about 1 cm because the excision line was changed due to concerns about tissue damage to the pinched part, just in case. It is said that the separation line has become larger, but does this event mean that there was something wrong with the staple line, etc.? It was not in a state where the staple was applied because it was before the fire. Is there a problem with the patient's condition after surgery? None at present. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric body dissection procedure, it was observed that the jaws on the device would not open when trying to change the position of the clamped point. The opening and closing were retried, and the knife was returned, but the situation could not be handled, so the jaws were forcibly opened with forceps, and the clamped tissue was removed. It was changed to sure form and handled the situation afterwards. Since the cut line was enlarged by about 1 centimeter, there was an effect on the patient slightly. When interviewed the surgeon said that the handle had been opened fully, but it could have been solved if it had been manually opened. The cartridge color was gold. Another device was used to complete the case. Additional information requested.